Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.

Event description:
Information received indicates the bed exit system will arm but does not alarm when a person is removed.